Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was treated with bolus for high blood glucose. Customer reported they contact their health care professional regarding the high blood glucose. Customer stated they had hard time to see and had a surgery to eye even using magnifying glass but still they had problem. The device will not be returned for analysis.